Manufacturer narrative:
(B)(4), the event occurred on an unspecified date in the (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The reporter also referred to the peritonitis as a yeast infection in the peritoneal cavity. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (intravenous, dose, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. The patient recovered from the event. No additional information is available.